Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: delamination of the valve and white particles inner the device. Leak test, visual and microscopic analysis was performed which identified: delamination of the valve (75% total separation). Based on the device analysis the final assessment is a delamination total of the valve (adhesive failure). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and hole in valve. The device has been explanted.